Event description:
It was reported by the surgeon that the pt who underwent psf from t11-pelvis, sustained infection and underwent a revision. He fractured and had the implant moved. The surgeon suspects that the pt went on to fuse. No revision is planned.